Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. As the device remains implanted, no device investigation can be performed. Based on the available information, the root cause of the event cannot be determined. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Event description:
The manufacturer received the following information through the sure avr registry: on (B)(6) 2020, a perceval valve pvs25 was implanted in aortic position via median sternotomy. A concomitant CABG procedure was performed. The site reported a post-operative complete heart block / worsened conduction abnormality that occurred on (B)(6) 2020, and required a ddd pacemaker to be implanted on (B)(6) 2020. The patient was discharged from hospital on (B)(6) 2020. The echo performed prior to the hospital discharge ((B)(6) 2020) showed a good functionality of the perceval valve.